Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle 25ga 1in experienced a mix of product types in a pack. The following information was provided by the initial reporter: when the box was open we found short and long needles inside. Has patient harm occurred or is it likely to? No.

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 200420 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, our quality team obtained twenty retained samples of the same lot number from the manufacturing facility for further evaluation. Through examination of the retained samples, no defects were identified with any of the needles. As the production history review and retained sample investigation did not show any abnormalities, a definitive cause could not be determined at this time.

Event description:
It was reported that the needle 25ga 1in experienced a mix of product types in a pack. The following information was provided by the initial reporter: when the box was open we found short and long needles inside. Has patient harm occurred or is it likely to? No.